Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported having very itchy skin and red lines on skin. Patient did seek medical attention and was prescribed hydrocortisone. Patient did follow proper skin preparation.